Manufacturer narrative:
Per the reporting surgeon, there is little objective evidence to believe that the pt's symptoms are related to the use of this device. Additionally, the pt was treated with products from multiple manufacturers. Although it is unknown if any of the products contributed to the reported event, we are filing this MDR for notification purposes. Neither the device nor results of applicable diagnostic studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a pt who has previously been diagnosed with systemic lupus erythematosus was implanted with rhbmp-2/acs via two-level plif at l2/3 & l3/4. The pt did well for the first two-days post-op, but late on pod 2 the pt developed respiratory difficulty that had progressed to adult respiratory distress syndrome by pod 3. The pt has reportedly not required re-intubation, and she recovered fully following a prolonged hospital stay. The pt was discharged fourteen days post-op.